Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced chest pain. The right atrial (ra) lead exhibited undersensing, far field r-wave (ffrw), high thresholds and a lead position check. It was also reported that the right ventricular (rv) lead exhibited intermittent undersensing. Additionally, the implantable pulse generator (ipg) exhibited a clock offset. It was further reported that the patient's heart rate dropped to forty three beats per minute (bpm). The ipg lower programmed pacing rate was sixty bpm. It was also noted that the ra lead was undersensing during atrial tachycardia/atrial fibrillation (at/af) resulting in at/af being misclassified as non-sustained ventricular tachycardia. The ipg system remains in use. No further patient complications have been reported as a result of this event.